Event description:
The user facility reported compared to prior usage the trocar's were difficult to get into the patient's eye. There was no patient injury reported. Additional information was received clarifying that all three trocar's were used on the same patient and affirming that no patient injury occurred. The product was discarded by the user facility.

Manufacturer narrative:
As noted, the user facility discarded the device. A follow up report will be submitted should additional information become available.